Manufacturer narrative:
Device unique identifier (UDI) ¿ device was manufactured prior to the UDI labeling implementation. Approximate age of device ¿ 3 years and 5 months. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2014. It was reported that on (B)(6) 2018 the patient¿s lvad system produced low flow and pump stop alarms. The patient was reportedly confused and therefore it was difficult for the lvad clinician to assess if the patient removed the driveline, disconnected external power, or if there was an issue with the driveline. Review of the submitted log file by technical services revealed a low speed hazard on (B)(6) 2018 at 6:44:00 pm while on power module support. Actual pump speed was 5500 rpm, 3100 rpm below the low speed limit of 8600 rpm. Per technical services there were two potential causes for this type of behavior; either something was ingested through the pump or there was short¿to-shield. A driveline disconnect was observed on (B)(6) 2018 at 6:44:04 pm. This appeared to be an authentic driveline disconnect and potentially a reaction to the low speed hazard received. Both of these events occurred very close to one another and were short in duration. The patient did not have any clinical signs or symptoms that something may have passed through the pump. There was no indication of a short-to-shield. Upon further investigation the cause of the driveline disconnect was the patient¿s nurse disconnecting to ¿untangle things.¿ the nurse was re-educated the staff educator was made aware.